Event description:
It was reported that during the implant procedure, high hv lead impedance was noted. Dft was performed and the patient will be monitored. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.